Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter address 1: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was falling off and on and drawer not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed. A field service engineer (fse) reported that the diagnostics tool showed multiple unexpected unlock failures across all cubie drawer pockets, including the full height drawers. To address the issue, the fse remotely deployed the power management controller (pmc) firmware hotfix ¿ forced reboot (build 3) to upgrade the drawer firmware. The customer was informed that the process could take up to 24 hours to begin showing results. Later customer called back reporting no further issues with the drawer, issue resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was falling off and on and drawer not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.